Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. A manufacturer representative went to the site to test the imaging system. It was reported that the system was unable to take 2d or 3d images. It was confirmed and reproducible and the issue was found to be caused by a blockage of the filter ladder in the collimator. After the blockage was taken care of, a full system checkout was performed and all tests passed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that during the select patient/acquire scans task of a nerve balloon procedure, the system was unable to take 2d or 3d shots after going into remote desktop and re-homing the system due to an initialization error. The light on top of the mobile viewing station (mvs) illuminated like it was going to take a shot but once the switch was pressed nothing happened. The site tried with both the footswitch and handswitch. The site then rebooted the system and the initialization collimator error came up again. The surgery was aborted. There was a delay of less than one hour.